Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the set screw of the newly implanted device could not be tightened down to keep the lead in the header. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material on the atrial and right ventricle (rv) grommets, in the atrial connector bore, in the atrial setscrew socket and on the rv setscrew block. The returned device had damaged connector atrial and rv setscrew blocks. The returned device indicated a damaged atrial grommet. The returned device indicated foreign material on rv set screw. The returned device indicated the atrial and rv setscrews had rounded sockets. The returned device indicated damaged atrial and rv set screws. The returned device indicated the rv set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.